Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side suspected rupture and capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV. Device photo analysis: visual analysis of the photographs identified: red tissue, red particle material on the shell, opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side capsular contracture with suspected rupture, diagnosed by ultrasound test. Subsequently physician provided further details confirming 'capsular contracture baker grade IV, rupture and double capsule'. Device has been explanted.